Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reported, during a lobectomy procedure, even the green button was pressed and the handle was squeezed, the device did not fire. They replaced the device and was able to complete to complete the case. There was no patient injury.